Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise one day post implant. The configuration was changed to unipolar. The patient would be monitored.